Manufacturer narrative:
A partial lead with the distal tip measuring 53.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and poor sensing were observed during follow-up. Patient was asymptomatic. The lead was explanted and replaced. Patient was fine.